Event description:
Attorney alleges, the implantable neurostimulator (ins) battery was depleted after a revision. The patient underwent a revision surgery on (B)(6) 2012 to replace a previous ins with a dead battery and to reposition leads which had "strayed." It was alleged, the patient left the "surgical install" with no instruction from the manufacturer representative on the new battery and its requirements. When the patient and her husband turned the new ins on, she immediately realized something was "wrong" with the new device. It was alleged, the patient was informed the only way to make the ins perform was to have another revision surgery. In (B)(6) 2010, the patient scheduled another revision surgery. The patient had not been charging the battery for the past year and it was alleged she never knew how to charge it. A measuring device was put to the battery and showed the battery was dead.

Manufacturer narrative:
Concomitant products: product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead; product ID 377645, lot# v010826, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3776-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead; product ID 377645, lot# v010826, implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
Product ID, 377645 lot# v010826 serial#, implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type lead product ID, 3776-45 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type programmer, patient. (B)(4).

Event description:
Additional review determined the event in this report pertains only to the second device. The event regarding the patient's first device and strayed leads was reported in manufacturer report #3004209178-2009-03837. Any additional information regarding the first device and strayed leads will be reported in that report.